Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the screw when inserting into the plate and/or hard bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, it was reported by a sales representative via phone that an ar-8935-24 screw broke while going into a ar-7654el-11s. This occurred during use in a case with no patient effect. The case was completed by leaving the broken hardware in and using other screw holes. No delay to the case